Event description:
Pt had reconstructive pelvic surgery for extensive pelvic adhesions and endometriosis. Gore-tex anti-adhesion barrier and intergel was placed. At time of 2nd look laparoscopy, pt had extensive reaction seen one time previous by this surgeon (also with intergel) - pt ended up needing an exploratory laparotomy to fix this.